Manufacturer narrative:
A review of the complaint history for (B)(6)1 was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn 15120591 was performed from the date of manufacture, 19-jan-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that station was stuck on the reboot screen. The technical support specialist (tss) successfully rebooted the station and was no longer stuck on the reboot screen; functioning normally. The system functioned as intended after the technical support specialist (tss) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station was stuck in blue reboot screen. However, there were no delay to patient care and adverse events or injuries reported based on this incident.